Event description:
It was reported that when an asymptomatic patient presented in-clinic for follow-up, non-sustained right ventricular oversensing episodes were noted. Review of the stored egms indicated the episodes were recorded due to myopotential oversensing. The oversensing was not reproducible in-clinic. Reprogramming was recommended. Patient monitoring will continue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.